Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 41786 during power on. There was no patient involvement, no injury was reported.

Manufacturer narrative:
H3 and h6 codes: updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. During the functional testing, the customer reported issue "the pump shows error 41786 when powered on" was able to be duplicated. The cause of the reported issue was defective mainboard. The customer reported issue was resolved after replacement of mainboard. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.